Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. P-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes and x-ray were recommended.